Manufacturer narrative:
The insulin pump was received with a non-flashing white lcd display with horizontal black lines due to cracked lcd glass. We were unable to perform the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. No moisture damage was found on the keypad assembly, electronic assembly, motor, or the force sensor during visual inspection. The insulin pump also was received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was dropped and the display was damaged. It was reported that the insulin pump was exposed to moisture and went to blank display. The customer's blood glucose was 11.2 mmol/l at the time of incident. The insulin pump will be returned for analysis.